Event description:
Drive devilbiss healthcare was notified of an incident involving a shower stool by an end user, who stated that she was "sitting on it and it suddenly collapsed with [her] on it, causing a fall and some bruises." The end user reported that upon inspection, "two of the bolts used to hold the stationary leg of the stool are not there at all." The end user did not seek any medical treatment as a result of the incident. Multiple attempts to gather further information have been made, and to retrieve the product for evaluation, but drive has not received a response. Drive will continue to monitor complaints for any related trends.